Event description:
Additional information was received indicating the right ventricular (rv) lead was capped and replaced. The patient was in stable condition.

Event description:
It was reported that during an unrelated hospitalization, diagnostic imaging was performed, and insulation damage was observed on the right ventricular (rv) lead. Abbott technical support was contacted, diagnostic imaging was provided, and rv lead damage was suspected. Additionally, the physician observed a pause episode on the rv lead, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.